Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming of the rv lead has been done and the rv lead remains in use. No patient complications have been reported as a result of this event.